Event description:
The customer reported that she had an infusion set through which insulin would not pass through and she did not receive a no delivery alarm on the insulin pump. The customer stated she attempted to push insulin through manually and it would not exit. Her blood glucose was 148 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.